Manufacturer narrative:
In the returned state, the lead was cut through 51 cm distal of the df4 connector pin. A distal lead fragment was available for analysis. An explantation instrument set was located in the distal lead fragment, and a thread had been tied onto the fragment. The returned fragment was thoroughly analyzed. During the visual inspection, multiple signs of wear and tear were found at the lead body of the distal fragment. The insulation was damaged by fraying, especially in the distal part. This damage is with high probability the cause of the clinical complaint. The position and characteristics of the fraying lead to the assumption of strong mechanical stress of the lead in the area of the tricuspid valve. Significant lead movement should be considered as cause. Reasons for an increased stress level of the lead in the implanted state are difficult to determine without x-ray images, diagnostic images of any other kind, and further information on the patient. Potential influence factors to be considered are the ingrowth behavior of the lead in the distal area, the individual anatomy, and increased physical activity of the patient, especially involving the upper body. The manufacturing process of this lead was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.

Event description:
It was reported that approx. 21 months after the implantation oversensing with inappropriate shocks occurred. The lead was explanted.